Manufacturer narrative:
Title: medtronic duran ancore versus edwards mc3 rings for tricuspid annuloplasty citation: interactive cardiovascular and thoracic surgery (2017) 1¿7 (doi 10.1093/icvts/ivx005). Authors: seok in lee, et al. Earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding early and late outcomes after the implant of an annuloplasty ring, implanted in the tricuspid position. All data were collected from a single center between january 2001 and december 2012. The study population included 581 patients, 370 of whom were implanted with a duran ancore annuloplasty ring. The patients implanted with a duran ring were predominantly female with a mean age of 54.4 ± 12.8 years. Serial numbers were not provided. Among all patients implanted with a duran ancore ring, adverse events included: mild, moderate and severe tricuspid regurgitation, bleeding that required re-operation, cerebrovascular accident, low cardiac output syndrome, and arrhythmias treated with the implant of a permanent pacemaker. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.